Event description:
It was reported that the patient presented in clinic for a cardioversion. During device interrogation an alert for high, out of range, pacing lead impedance was observed. High capture thresholds were also noted. The lead was pace/sense portion of the lead was caped and replaced on (B)(6) 2017. The patient condition was stable before, during, and after the procedure.